Manufacturer narrative:
A ge service representative performed an on site investigation. The gib, fluoro function ip, and da boards were reseated. The power supplies were also checked to ensure functionality. The system was found to be working as intended and put back into service.

Event description:
The customer reported, the left monitor intermittently blanked out. No patient injury reported.